Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient did not remove the needle guard from infusion set on (B)(6) 2025 the blood glucose level was 279mg/dl at the time of event and the ppatient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009973, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009973". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009973 was manufactured according to the work instruction (wi) version 98 and manufactured in the machine multivac 14 on 05/nov/2024, with a total of (B)(4) units. Welding lot: the lot 4k02945 was manufactured according to the wi version 34 and manufactured in the machine ls24 and ls25 on 27/oct/2024, with a total of (B)(4) units. The lot 4k02947 was manufactured according to the wi version 34 and manufactured in the machine ls24 and ls25 on 29/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.